Event description:
End user called for assistance testing the device. During phone trouble shooting it was disovered that the calibration was out of range. The device was replaced and the defective one returned for investigation.